Manufacturer narrative:
(B)(4):the physician reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, as of a follow up medical appointment on (B)(6), 2010, the patient reported some pain, which has since resolved, and required no intervention to treat. All other information is unknown and unavailable.